Manufacturer narrative:
Investigation is not complete. Additional information has been requested. Trends will be evaluated. This is being reported as a reportable malfunction. Although several attempts have been made, no medwatch 3500a has been received from the user facility. The event code is addressed in the package insert. This report will be updated when the investigation is complete.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. Evidence that product was in spec when used.

Event description:
Allegedly the tip of the driver broke off while locking in one of the screws.